Event description:
The main body of the synex ii implanted at l2 dislocated and collapsed. Reportedly, the device was not explanted. Noted on x-ray that the implant was slightly not vertical in ap view.

Manufacturer narrative:
Reportedly, the device was not explanted. Manufacture date cannot be determined without a lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.